Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six months after the catheter was implanted, on the day of the event when hemodialysis and hemodiafiltration treatment (hd<(>&<)>hdf) were performed, a crack was found in the venous luer adapter of the catheter. However, there was no leak or blood oozing, and the catheter was still maintained for use. There were no unusual observations on the device prior to use, and no other defects or damages were found on the product. No other product was utilized with the device, and no excessive force was used. Tego was not utilized, and the insertion site was not treated prior to product placement. Iodine and alcohol were the cleaning agents used on the device. The catheter was not repaired, and no remedial action was performed. There was no blood loss, and a blood transfusion was not required. No medical intervention or treatment was necessary as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: e1 (facility name). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six months after the catheter was implanted, on the day of the event when hemodialysis and hemodiafiltration treatment (hd & hdf) were performed, a crack was found in the venous luer adapter of the catheter. However, there was no leak or blood oozing, and the catheter was still maintained for use. There were no unusual observations on the device prior to use, and no other defects or damages were found on the product. No other product was utilized with the device, and no excessive force was used. Tego was not utilized, and the insertion site was not treated prior to product placement. Iodine and alcohol were the cleaning agents used on the device, while iodophor and alcohol are the cleaning agents used to clean the connectors. The catheter was not repaired and no remedial action was performed on the day of the event, and the treatment was completed. A follow up was made after a month of the day of the event, and it was mentioned that the patient had the catheter replaced at another hospital. There was no blood loss, and a blood transfusion was not required. No medical intervention or treatment was necessary as a result of the event. There was no reported patient injury.